Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was not delivering insulin because the dexcom g7 sensor was not connected, and once the system connected, glucose values appeared on the ilet; pairing had failed earlier and troubleshooting and education were completed with no device alerts or alarms. Symptoms included hyperglycemia with a reported maximum of 350 mg/dl and no associated clinical manifestations such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical treatment, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included technical support review and user education. Investigation of this case revealed sensor-to-ilet connectivity failure that resulted in no insulin delivery until reconnection. It was concluded that the event was related to a use or connectivity issue rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.